Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to difficulties charging the implantable pulse generator (ipg). Postoperatively, the patient was doing well, and all pain sites were appropriately addressed. Additional information was received stating that weight fluctuations may have contributed to ipg movement within the pocket site, although this could not be confirmed.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Manufacturer narrative:
Correction to the supplemental MDR in h6. B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to difficulties charging the implantable pulse generator (ipg). Postoperatively, the patient was doing well, and all pain sites were appropriately addressed. Additional information was received stating that weight fluctuations may have contributed to ipg movement within the pocket site, although this could not be confirmed.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced due to difficulties charging the implantable pulse generator (ipg). Postoperatively, the patient was doing well, and all pain sites were appropriately addressed.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.